Event description:
An implantable cardiac defibrillator (ICD) system was returned from unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately five months post implant of the ICD system approximately four and a half years ago.

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that through visual summary that there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device and leads associated with this adverse outcome were returned from an unknown source greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.